Event description:
Customer reported being hospitalized in early august for low blood glucose levels. Customer has been very busy at work, troubleshooting was performed and pump appeared to be functioning properly.